Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The lot no. Was unknown. Therefore, as the result of checking the manufacturing record of the past one year from (B)(6) 2017 (the purchase date), there was nothing abnormal found. The exact cause could not be conclusively determined. However, based on similar cases in the past, omsc presumes that the nurse felt electrical stimulation due to any of the following possible causes. The body of the nurse contacted with the metal part of the bed or the device. The cloths of the nurse were wet. The p plate (for electrode) was not correctly stick on the patient¿s body. The location of the stuck p plate was not correct. The instruction manual of the device has already warned as follows; application of high frequency current may cause pain to patients when they are susceptible to it or when it is applied to an operation scar or a region close to adhesive lesion. In such case, lower the setting or coagulation depth or change the position of the patient plate. Do not activate output when the patient is in contact with metal parts of the operating table or other units. This could burn the patient, operator or assistant.

Event description:
During an endoscopic submucosal dissection, the nurse felt electrical stimulation when he held the subject device while holding in the patient by nurse¿s arm. The intended procedure was completed with the subject device. The nurse felt numbness after the procedure. However, the nurse already has recovered.